Event description:
This lead was capped due to elevated thresholds of 1.5v at 1.0ms and high impedance of 2600 ohms. There were no adverse patient effects reported. If additional information becomes available, this report will be updated.